Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, perforation and cardiac tamponade was noted during attempted right atrial leadless pacemaker implant. Effusion was noted. It was noted that the brake was released quickly causing the catheter to instantly release deflection causing the catheter to flip up out of position with the helix exposed across the atrium. It is believed that this caused the catheter to drag the helix over the free wall causing the perforation. An echo confirmed the effusion. The implant was completed successfully, and the patient was taken for operation. The patient was stable.